Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported her pain was not being well controlled. The patient was taking medication but the medication was stopped a week prior to this report. The patient's pain was noted to have already been occurring before the medication was stopped. The patient's reflex sympathetic dystrophy syndrome (rsd) pain tended to increase when it got colder out and if she walked too much. This was occurring daily. There was a fall a week prior to this report, but the pain was going on prior to the fall and was not made worse by the fall. The stimulation issue was related to positional movement. If the patient was sitting and leaning to the right, she got good coverage. There were no recent medical tests or environmental electromagnetic interference (emi) exposure related to the event. The patient increased settings and made adjustments but it had not helped at all. When the patient increased too much, she could not control her legs. The patient requested a manufacturer's representative (rep) at her appointment on (B)(6) 2015 or at her appointment on (B)(6) 2015 as she needed to be reprogrammed due to pain. The change in therapy/symptoms was noted to be sudden with stopping medication and a change in weather. The patient's relevant medical history included rsd/causalgia-complex regional pain syndrome and spinal pain. Information later received from the manufacturer's representative (rep) reported she spoke with the patient and they were making arrangements to meet (B)(6) 2015. Additional information received from the rep reported troubleshooting was performed and impedances were within normal limits. The rep reprogrammed stimulation and added several groups: cycling, rate control, and "once" adaptive stimulation. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient thought the stimulator was working as well as it was going to. The pain was controlled a lot, but it did not cover all the different pains the patient experienced, which included burning, soreness, and severe pain on the right foot and lower leg. It did not help with the sharp shocking pains and some of the muscle pain. If additional information is received, a follow-up report will be sent.